Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Without any additional information available, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction b2- hospitalization initial or prolonged & required intervention were removed. Correction: d4: model, catalog number unknown removed. Correction: d4: lot number unknown removed. Correction: h6-health effect - clinical codes 2422 and 1710 were removed. Correction: health effect - impact codes 4641, 4607, 4644 were removed.

Event description:
Subsequent to the initial report being filed, it was reported that the patient was diagnosed with silent myocardial ischemia (smi) prior the initial procedure performed on (B)(6) 2024. The 2.5x18mm xience skypoint stent initially implanted in the mid lad remained patent and there were no issues with the stent. On (B)(6) 2025 angiography revealed the need for revascularization occurred in the proximal lad and was not related to the previously implanted stent. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion on the mid left anterior descending (lad) artery with mild calcification and mild tortuosity. On (B)(6) 2024 the 2.5x18mm xience skypoint stent was implanted without issue. However, on (B)(6) 2025 the patient returned to the clinic with chest pain and the need for target revascularization [occlusion] was confirmed. Therefore, aspirin and clopidogrel were administered. Then on (B)(6) 2025, the patient was re-hospitalized and an unspecified stent was implanted for additional treatment. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.